Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a lead revision procedure. The patient received inappropriate high voltage therapy due to lead noise. The physician suspected that the subclavian crush of the lead was responsible for the noise. The physician had problems extracting the lead and the lead was capped and replaced. The patient was stable before, during and after the procedure.